Manufacturer narrative:
Internal complaint reference (B)(4). H6: health code updated.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the t2 of the fast-fix felt off from the meniscus. T2 has been removed from the patient by forceps and t1 has been remained inside the patient. The procedure was completed without delay using a s+n back-up device. No other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H1: type of reportable event updated. H3, h6: the reported device was returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided image confirmed the provided product information and showed a fast-fix 360 device with both implants missing from the needle and a single implant with a small length of suture was pictured next to it. A visual inspection found the returned device inside the opened original packaging. The t1 anchor was no longer on the needle but t2 was in its original position. The actuator was in the pre t2 firing position. A functional evaluation found t2 deployed as intended and held in the artificial meniscus without pulling out. It was determined the device did not contribute to the reported event. The complaint was not confirmed. Factors that may have contributed to the reported event include an application of excessive force during the knot reduction or deployment of the implants prior to reaching the backside of the meniscus. No containment or corrective actions are recommended at this time.